Event description:
Information received by medtronic indicates that the patient had post operative bilateral pleural effusions. The cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, the patient called clinic with complaints of shortness of breath, which is worse with exertion. Patient had a cough with clear sputum; denies weight gain or swelling. Also complained of pleuritic type symptoms with deep inspiration. Chest x-ray shows bilateral effusions with mild cardiac prominence. Patient treated with po levaquin 500mg qid, no hospitalization.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notice messages for the date of case. Bin files show that at least 12 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.